Event description:
Per co rep the custmer was admitted to the hosp for 1 1/2 days for a severe diabetic keto-acidosis episode and received intravenous infusion of an unknown kind. The evening of the event the infusion set and reservoir were changed. The bg level was normal at the time of the change. The next morning the customer arose vomitiing and feeling ill. The mother stated that it looked as though the insulin level was "going backwards" when the needle was in a higher position than the pump. After again changing the set and priming the customer's mother stated that the insulin level was maintained but nothing exited. Fortunately she noticed the reservoir had cracks during the prime and avoided problems that time. She states she is certain that the crack is the cause of the event.